Event description:
The user facility reported that during a percutaneous coronary intervention (pci), the tip of the run-through wire fractured off and remained in the vessel. The patient was stable throughout; however, the patient became increasingly anxious. Anesthesia was involved and the wire was able to be retrieved. There was no harm to the patient. The patient condition was good. The outcome of the procedure was good. There was no patient injury or surgical intervention involved. The event occurred intra-operative.